Event description:
It was reported that during an acoustic power sampling test process at the manufacturer facility, the measured acoustic output value (ispta.3) of a 3s-rs probe was 739.07 mw/cm^2 on a logiq e system in cwd mode. This was discovered internally by the manufacturer, and there was no patient involvement.

Manufacturer narrative:
During the manufacturing and test process, where a sampling of probes are tested with ultrasound systems designed to meet iec 60601-2-37 which include proper visual indicators of acoustic output so medical practitioners can make appropriate decisions and remain within safe use of the device, a 3s-rs probe was found to have a measured ispta.3 of 739mw/cm^2, which is above the 720mw/cm^2 limit specified in the us-FDA 510(k) market clearance guidance 560. The probe was not shipped and no additional sampling of probes was performed as defined within the 560 guidance. At a later date in time, additional 3s-rs probes were found to have exceeded the 720mw/cm^2 limit, and probe shipments were temporarily put on hold until an investigation of the issue could be completed. The root cause investigation of why additional sampling was not performed when the first probe exceeded the limit concluded that the acoustic output power testing process was not well defined for the 3s-rs probe. Additionally, between the time the first probe exceeded the limit and the time of the shipping hold, probes had continued to be released to stock. As a result, the test process was updated to refine trigger points for higher probe sampling rates, and probes in stock were retrieved and re-tested. In addition, as part of the investigation, the 3s-rs probe was evaluated to identify the cause of the increase in acoustic output power. The conclusion was that probe design has not changed, nor has there been a change in materials or the test devices that contributed to the increased acoustic output power.

Manufacturer narrative:
Patient information is not applicable, because the issue was discovered internally by the manufacturer during testing; there was no patient involvement. The issue was discovered internally by the manufacturer during testing. A previous MDR (9710090-2011-00001) was submitted in (B)(6) 2011 regarding a serious injury related to excessive acoustic output power. In that previous report, the root case was a power supply failure. The current report involves a different failure mode. Once the issue was identified, ge healthcare began testing 100% of probes prior to shipment. Ge healthcare has initiated an investigation to determine the extent of the issue and whether there is any hazard associated with this failure mode. A follow up report will be provided after the investigation has been completed.